Manufacturer narrative:
No medwatch form was received. Analysis found that part of the lead was returned. The lead was fractured due to fatigue at 42.3 cm from the connector pin.

Event description:
It was reported that the left ventricular lead exhibited high impedance and loss of capture. When attempting to extract the lead, the lead broke inside the superior vena cava. Part of the lead could not be removed and remained inside the patient.